Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding mitral annular calcification: the ¿pack and seal¿ technique. The study population included 9 patients with a mean age of 72 years of age. Multiple manufacturer¿s devices were implanted in the study population; 4 patients were implanted with a medtronic hancock ii mitral bioprosthetic valve. Among all hancock ii mitral bioprosthetic valve patients, adverse events included: stroke, pacemaker implant due atrioventricular (av) block and acute kidney injury (aki) requiring temporary dialysis. No further information was provided pertaining to medtronic products.